Event description:
It was reported that during a hemorrhoidectomy while using the pph03 stapler during a surgery, surgeon has successfully fired the stapler, and it got easily pulled back with the help of purse string. Post that surgeon noticed, that the stapler cut the tissue throughout 360 degrees but the staple line was completed only 60% of the circumference and rest portion was bleeding. It was also noticed that the pins were not even present in the stapler where 40% of the other circumference was left unstapled. Surgeon used another pph03 to complete the surgery. The surgery was delayed 20 minutes. The procedure successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? 2. How much blood was lost (ml)? 3. Did the patient require a transfusion? 4. How was the bleeding addressed? The surgeon doesn¿t want to answer any of the queries.